Event description:
It was reported the patient had a flowonix catheter that they were unable to aspirate. The drug in the catheter was 700 mcg/ml and the drug in the reservoir and added 8578 is 500 mcg/ml. It was noted the volume per cm was 0.0026ml/cm. The flowonix catheter length was 58.2 cm x 0.0026 = 0.151 ml x 700 mcg/ml = 105.7 mcg/ 85 mcg/day = 1.243 days x 24hr = 29 hrs and so mins. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)